Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in an inappropriate hardware reset. High voltage therapies were not active at the time of backup mode. The device was restored to nominal settings. The patient was stable.